Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue; nurse call led light does not turn on at the nurse call test fixture when there is no weight on the sensor pad. The alarm powered on and passed all other functional tests. The warning label is torn across the middle and the ink is fading. Led lens has been pushed into the case and dust cover is missing from the battery compartment. (B)(4).

Event description:
The customer reported when the nurse call option is used, the alarm is not sending a signal to the nurse's station when weight is removed from the sensor. The customer reported that the alarm functions properly when the nurse call option is not in use. The customer did not provide the date when the issue was found. No pt incident for injury reported.